Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that customer was hospitalized for a possibly malfunctioning insulin pump . Customer's blood glucose value was unknown. Customer stated that they did not had low or high blood glucose. The device will not be returned for analysis.